Event description:
The manufacturer received information alleging a malfunction of a device's lcd display condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display was replaced to address the issue.